Event description:
It was reported that the sterility of the product was compromised due to holes in the inner and outer packaging. It was further reported that the outer box was observed to be damaged on receipt.

Manufacturer narrative:
The product subject to this complaint was not returned for eval. Based on the info provided, product packaging was damaged. The product appears to have been damaged during transit.